Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in the endovascular treatment of a 60mm abdominal aortic aneurysm. It was reported that during the index procedure, the main body bifurcate was deployed to the contralateral gate, it was then found that the stent was crushed/deformed around the position just below the flow divider. Attempts were made to cannulate but the guidewire would not advance through the contralateral side and an angiography revealed this side was completely crushed and occluded. It was noted that although there was some tortuosity there, the minimum blood vessel diameter was 22 mm or more so a defect in the device was suspected. An aui device was additionally implanted inside the ipsilateral limb. For the contralateral side, the common iliac artery (cia) was embolized and an occluder implanted, thereafter a fem-fem bypass was performed and the procedure was completed as per the physician the cause of the event can not be determined. No additional clinical sequelae were provided and the patient is fine.